Manufacturer narrative:
Results: the pet lock was separated on the proximal end of its pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod pc pusher assembly revealed a separated pet lock and a retracted pull wire. If the proximal end of the pusher assembly is manipulated in a way that would cause the pet lock to separate, the pull wire will likely retract of out the ddt and the embolization coil will detach. The pod pc embolization coil and the lantern identified in the complaint were not returned for evaluation; therefore, the root cause of resistance during advancement could not be determined. Penumbra coils are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the major aortopulmonary collateral arteries using pod packing coils (pod pcs). During the procedure, the physician successfully placed four pod pcs and two ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While advancing a pod pc through the lantern into the target vessel, the physician encountered resistance; therefore, the physician decided to remove the pod pc. While retracting the pod pc through the lantern, it unintentionally detached within the lantern. Therefore, the lantern containing the detached pod pc was removed, and the pod pc was flushed out. The procedure was completed using a new pod pc and a ruby coil and the same lantern. There was no report of an adverse effect to the patient.